Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient reported pain went up back. No further complications noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient's 'the device has not worked in over a year'. Pt also states the device is now giving her problems (shooting pain in her stomach and leg) making it hard for her to lay down and fall asleep and wants device removed. No further complications noted or anticipated.